Event description:
A report was received from the field indicating a healthcare worker is having human reactions due to the fumes from the sterrad unit. Per the report received the healthcare worker was working in the room when he noticed a cloud was around the sterrad unit. He experienced burning eyes and did not seek medical. At the time this event occurred, the unit was running.

Manufacturer narrative:
(B)(4). This is capital equipment and was evaluated at the customer's site. Per the asp field service engineer (fse): the vacuum pump, oil, filter, and catalytic converter were replaced to get rid of the smell. Verified system meets manufacturer's specifications. Ran a test cycle; completed successfully. Conclusion: (B)(4). The worker is exposed to the unit approximately 8 hours on tuesdays and thursdays. He was not wearing personal protective equipment. Load related information was reported as unknown. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00634.